Event description:
It was reported that the user experienced elevated glucose readings on a dexcom g7 cgm, administered subcutaneous lyumjev corrections, changed infusion supplies, and later synced the ilet system, with records showing frequent use of meal announcements to correct highs and repeated therapy pauses. Symptoms included frequent urination and a heightened sense of smell. Outcomes included self-management with manual insulin injections and continued monitoring without medical intervention or hospitalization.

Manufacturer narrative:
Investigation included review of uploaded device reports and user education on disconnecting the ilet for at least two hours after manual injections, appropriate use of meal announcements, and prudent use of the pause feature. Investigation of this case revealed inconsistent use of therapy features and manual injections overlapping with automated insulin delivery, which could contribute to hyperglycemia and data discordance. It was concluded that the cause of hyperglycemia was unclear, with user behavior and cgm-reported highs as potential contributing factors, and additional training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.